Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 247 mg/dl, the contact was unable to provide a meter bg reading at the time of the event and a second cgm bg reading was 190 mg/dl and the meter bg reading was 65 mg/dl. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.